Manufacturer narrative:
Reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to pain and possible loosening of the hinge. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) implant date - (B)(6) 2001. Concomitant medical products: cps tib spindle 600lb wash set catalog # cp111171 lot # 177680 tibial anchor screw x-short catalog # cp160232 lot # 190830 compress 10mm anchor plug, catalog # rd125010, lot # 753730 compress nut catalog # rd125050 lot # 857550 24mm transvers pin 6pk, catalog # rd125061, lot # 936690 28mm transvers pin 6pk, catalog # rd125062, lot # 586820 finn tibial bushing catalog # 153851 lot # 979030 finn femoral bushing set of 2 catalog # 153852 lot # 908440 finn axle catalog # 153872 lot # 938140 finn mod tibial bearing std 12 catalog # 153982 lot # 364260 finn lock pin catalog # 153861 lot # 818380 compress (tm) proximal tibial base catalog # cp111193 lot # 156210 finn rotating hinge yoke modular resurfacing femoral catalog # 153802 lot # 634170 ramirez hico tibial spindle porous catalog # cp110352 lot # 194060 compress bolt concentric clamp catalog # cp110351 lot # 189940 compress ligament anchor washer with screw catalog # cp160110 lot # 178510 finn rotating hinge modular femoral/tibial stem catalog # 153816 lot # 687360 multiple MDR reports were filled for this event: 0001825034 -2018 -01750 0001825034-2018-02633 0001825034-2018-02636 0001825034-2018-02638 0001825034-2018-02641 0001825034-2018-02644

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown compress anchor plug, catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11258, 0001825034-2017-11259. Product remains implanted.

Event description:
It was reported that the patient is being considered for a revision surgeon on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: biomet compress proximal tibial body, catalog # cp110501, lot # unk; compress 10mm anchor plug, catalog # rd125010, lot # unk; compress 12mm anchor plug, catalog # rd125012, lot # unk; 24mm transvers pin 6pk, catalog # rd125061, lot # unk; 28mm transvers pin 6pk, catalog # rd125062, lot # unk; 32mm transvers pin 6pk, catalog # rd125063, lot # unk; ligament anchor washer w/screw, catalog # cp160110, lot # unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's tibial component was revised due to pain and patient's bone has failed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of x-rays indicates radiolucent lines at femoral component cement-bone interface, which is probably indicative of loosening of the femoral component. Permeative radiolucencies and aggressive periosteal reaction involving the anterior cortex of the mid tibial shaft (anterior to the distal tibial compress device) are most likely due to osteomyelitis or neoplastic process. Also a screw projects over the soft tissues posterior lateral to the proximal tibial component at the level of the proximal metaphysis which is of uncertain origin. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause remains unable to be determined; however, it is noted that the patient is incarcerated and unable to follow proper rehab protocols. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.